Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they let the stimulator battery get too low and now they are seeing 'settings not available'on the controller. Patient stated they can decrease the intensity but can't increase it. Patient confirmed they have not had any falls or trauma that could have impacted the device. Patient mentioned they have groups a and b available, but they are currently on group b which was having the settings not available message display. Patient tried group a on the phone and stated they were able to increase the stimulation. Patient reported controller battery was 100% and ins battery was 80%. The patient was redirected to their healthcare provider to further address the issue. 2024-jun-18: additional information was received from the patient via a manufacturer representative (rep). The rep reported that high impedance was seen; contacts 0, 2, 7 showing above 40,000. Patient had a loss of stimulation. Rep changed the programming. Cause is not known but the issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the cause for settings not available was due to impedance issues on contacts 0-5,7,8. The patient was repro grammed, utilizing the 8-15 lead and had bilateral coverage. This issue is resolved and patient is pleased with therapy. No other events planned at this time due to this issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the lead with impedance issues was replaced today, (B)(6) 2025, at (B)(6) hospital.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported they met with the medtronic representative and apparently there were fibers that were broken and the representative had to move it to different fibers to get it to work. They went through a major weight loss and they move around a lot more and they had it for 6 years so they were sure wear and tear was the reason that the leads were breaking.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports that the issue was resolved by lead replacement.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead. Product ID 977a260 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pts stimulator was not working and this was the second time this had happened. The first time it happened the patient met with the medtronic representative and apparently there were fibers that were broken and the representative had to move it to different fibers to get it to work. Patient was going almost 3 months without stimulation and their pain medication was not even helping and they were back to pegging a hard 10 on a pain scale. The issue started about 2 or 3 weeks before thanksgiving. It went like that for about a month and a half maybe 2 months then it did it again. They went through a major weight loss and they move around a lot more and they had it for 6 years so they were sure wear and tear was the reason that the leads were breaking. The setting was not available on both groups a and b. Patient noted they took the c out of it and they just had a and b. Agent sent an email to the field for visibility. The patient reported they met with the medtronic representative and apparently there were fibers that were broken and the representative had to move it to different fibers to get it to work. They went through a major weight loss and they move around a lot more and they had it for 6 years so they were sure wear and tear was the reason that the leads were breaking. Agent redirected the pt to their managing hcp.